Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and severely scratched display window noted during testing.

Event description:
The customer reported via phone call that the insulin pump had several scratches on the screen and crack on the case. The customer reported that the screen was difficult to read. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.